Event description:
At 0920 in 2006, pt ingested m2a capsule (allcam sb video capsule for endoscopy). Pt was unable to pass the capsule. Three weeks later, the pt underwent exploratory laparotomy with resection of segment of small bowel containing pill cam with anastomosis.